Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met pt. Several months ago while they were in training and shadowing a team member. During this visit I recall the pt complaint that her battery wouldn¿t charge and recharger wouldn¿t connect to the battery. At this time, a rep placed the recharger over the device and the device began to recharge at which we then waited, for what may have been 30-40 mins, for the battery to charge up fully. During this visit the patient did say many times she did not like the recharging of the device and she wished she would have gotten the non-rechargeable device. Rep hadn¿t heard from patient since. Rep then met pt on (B)(6) 2022 to address complaint that her battery would not recharge and her pt programmer would not connect to her battery. Upon meeting with the patient rep was immediately able to connect the patient programmer using the communicator to her battery. Moving on to address second complaint regarding the recharger as rep went to trouble shoot her recharger issue the recharger was not charged and the patient said she doesn¿t leave the recharger in the docking station to charge. We plugged in the recharger dock into the wall and placed the recharger on it to begin charging. The recharger appeared to be recharging. We did run out of time and instructed the patient to go home and charge the recharger so she could recharge her battery. Her mom that was with her thought the recharger may be malfunctioning but I did not see any evidence of malfunction only that it wasn¿t charged to do any charging if her interstim. She asked rep about replacing the recharger and rep told her they couldn¿t give her a new one she would need to request that through pt services. The rep never received a picture of the error code. The rep clarified they did not replaced the handheld device. The cause of the difficulty charging is unknown. The likely cause is the recharger was not recharged so they could not determine. The steps taken were the rep told the patient to charge their implant. Device removal is not planned.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins is sticking out and hurts to touch, referencing sticking out as in palpated and not protruding from skin. Pt reports they went to the hcp 6 months ago and was told site does not look infected. The patient : additional information was received from the patient (pt). They reported that they had been having a problem with their recharger for a year now they'd gone in multiple times and met with the medtronic rep and the doctor met with rep again today who told them to call pats. It was noted that the rep had already sent a picture of the error message but the caller did not know what the error message was. Patient services could not find the rep report. The pt said their recharger is broken, they will probably switch to an non rechargeable due to all the problems they have had but the rep and doctor want the recharger replaced first. The pt said the recharger does not hold a charge, goes to red, and shows an error message. Troubleshooting was unable to be performed as the pt was in a hurry. An email was sent to the repair department for a replacement recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins is sticking out and hurts to touch, referencing sticking out as in palpated and not protruding from skin. Pt reports they went to the hcp 6 months ago and was told site does not look infected. The patient stated they cannot stand the device, they are having trouble connecting ins to recharge and unable to have successful charging session due to reoccurring 1707 code, startingabout 6 months ago. Pt reports charging sessions were intermittent and they can connect after a few tries, but now they cannot connect at all and tried for 2 hours. Pt reports ins battery does not last longer than 3 weeks and they have not been able to get to 100% charge. The manufacturer's representative reported that when they met with the patient on august 5th the unit was recharging fine and it charged to 100% with no issues. Pt reports fluid build-up increases when device is turned off. Pt is currently at 0% battery and states has gained 20 pounds in fluid in one day starting a week and half or 2 weeks ago. Pt states they had weight gain when ins "broke". Pt believes the weight gain is related to the therapy turning off because when device turned on with rep, pt states they lost fluid weight immediately. Troubleshooting was unable to be performed as the patient did not want to take the time to further troubleshoot and try to connect.  Pt reports they have tried recharging with the belt and without as well as moving the recharger an inch below incision, an inch to the right, left and above incision. Reviewed palpating the device and removing emi from charging room. Pt states does not have room in the house without emi. It was noted the patient is disabled and unable to easily move or go out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.